Manufacturer narrative:
(B)(4). The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to leak. During visual inspection it was noted that the set contained residue on the dark blue connector, cap and under sleeve in the closed position. The cap was removed and attached to y connector set and pressure tested with no leak noted. The residue was rinsed off and the sleeve was opened and closed several times without difficulty. Functionally hand tightened a titanium adapter without difficulty. The set was tested underwater again with no leak noted. The set was then attached to connector and pressure tested again with no leaks noted. The complaint could not be confirmed in the lab. A review of all batch record documents was performed with no issues noted. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to baxter (B)(4) that after using the transfer set for two (2) months, it was noted that the dark blue connector would not connect to the tubing tightly. The patient stated that liquid leaked from the joint face. The patient stated the doctor changed the transfer set which resolved the leakage. There was patient involvement, but no patient injury or medical intervention was reported.